Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly there is a 1-1.5mm vertical gap or step seen upon fitting of the psi implant in the frontal area which can be felt. It was reported the implant is not flushed. This is especially important in the frontal area as it can be felt easily. The surgeon tried to push down the psi to make the implant as flushed as possible in the frontal area and it was noted that the gradient is not satisfactory. The posterior portion rose and presented a greater vertical gap of around 4-5 mm. The surgeon tried his best to push the whole implant down and secured with our lpn. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.